Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date -2007, inratio -2.5., lab -14 (next day), mean -8.25. Patient was given vit k and plasma.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 2007, inratio -2.5, lab -14 (next day), mean -8.25, confidence limits -cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "patient was given vit k and plasma". This is adverse event. Products will be tested when returned. Technical support updated this case in 2007. Per text "patient is at home and is in stable condition."